Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient had expired due to a heart attack. The patient the patient was not connected to the cycler at the time of death. According to the nurse, the patient had been non-compliant with peritoneal dialysis therapy. The nurse stated that the patient's last treatment was on the night of (B)(6) 2016 and that the patient had a history of cardiac issues.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: the esrd death notification received on 20/dec/2017 list the primary cause of death ¿cardiac arrest, cause unknown.¿ there is no documentation or indication that any fresenius device(s) caused or contributed to the adverse patient outcome of cardiac arrest. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient's nurse reported that the patient had expired due to a heart attack. The patient the patient was not connected to the cycler at the time of death. According to the nurse, the patient had been non-compliant with peritoneal dialysis therapy. The nurse stated that the patient's last treatment was on the night of (B)(6) 2016 and that the patient had a history of cardiac issues.